Event description:
Complainant alleged that while attempting to defibrillate patient (age & gender unk), the device would not discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.